Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of early sensor expiration was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , that the sensor restart message after new sensor was inputted. The sensor was inserted at the upper buttocks on (B)(6) 2018. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.